Event description:
Routine complaint investigation when a consumer reported they received a high reading (187 mg/dl) on their medisense 2 glucose meter when compared to a valid laboratory result of 69 mg/dl. When these values are plotted on a clarke error grid, the results would fall into the e zone showing the difference to be clinically significant. The time frame between blood glucose value comparisons is unknown so it is assumed to be within a 15 minute time frame. There was no report of death, serious injury or medical intervention. The original report received on this event was that the comparison was meter to meter and thus not valid, but information received on 6/21/01 revealed the comparison to have been between a capillary and venous sample.